Manufacturer narrative:
The referenced device has not been returned for service to date. Olympus followed up with the customer regarding the returned of the device but with no results. The device was purchased in (B)(6) 2020 with no repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus was informed by the biomedical engineer at the user facility that the high flow insufflation unit¿s light emitting diodes (led) screen is not showing the volume numbers correctly; the led light may be broken. No patient injury or harm was reported. The device will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.